Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded two signal artifact monitoring (sam) episodes due to electromagnetic interference (emi) noise from electrocautery surgery. This resulted in the minute ventilation (mv) feature being automatically disabled. Pacing inhibition greater than 2 seconds was also noted but the patient had intrinsic rhythm coming through. Impedances at the time of failed sensor lead check. Currently, this ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Impact codes was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded two signal artifact monitoring (sam) episodes due to electromagnetic interference (emi) noise from electrocautery surgery. This resulted in the minute ventilation (mv) feature being automatically disabled. Pacing inhibition greater than 2 seconds was also noted but the patient had intrinsic rhythm coming through. Impedances at the time of failed sensor lead check. Currently, this ICD remains in service and no adverse patient effects were reported.